Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated the spinal cord stimulation (scs) device was replaced due to the expected behavior of charging difficulties associated with the implantable pulse generator (ipg) reaching the end of its lifecycle, as the device has exceeded the standard five year service life. The patient is doing well post operatively. In accordance with facility policy the explanted device was discarded and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.